Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was evidence of moisture in the battery compartment. There was reportedly no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/24/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: upon visual inspection of the returned pump it was noted that there was a crack in the battery compartment below the bumper pad. There was also moisture noted behind the display lens. A leak test was performed and it was discovered that the pump was leaking in two places; from the battery compartment crack and at a display lens-case joint. The device was opened and moisture was discovered throughout. Unrelated to the original complaint it was also noted that the display was dim and discolored when powered on.